Event description:
A us dist returned a monitor indicating that the monitor would not power on.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon eval, there was corrosion on the j2005 connector on the auxiliary board. The cause of the inability to power on is the corrosion. The root cause of the corrosion is liquid ingress of an unk contaminant. No adverse event resulted from the damage monitor.